Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro scope washer did not work. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and signs of some clinical use were observed on the cannula. The scope washer (c-ring) was tested for ability to spray. A 5 cc syringe was attached to the scope washer connector and squeezes the syringe to spray saline. Resistance was observed while pressing on the syringe. During visual inspection using microscopy, it was observed that the c-ring sprayer was clot with tissue and blood. Based on the condition of the device as returned, we were able to confirm the reported complaint. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.